Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and concluded that condensation in pneumatic interface module (pim) and pim lines. Replaced pneumatic module assy, rohs to resolve the issue. Also replaced few parts due to pm are filter and scroll compressor. Unit was cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department inspected a patient interface module and observed a brown spots and white residue on the base and in the tubing of the pim. Based in past experience, this residue is consistent with blood and saline. CAPA 14-ca-0097 has been initiated to address this issue. Due to the damage caused by the residue and the risk it poses this part cannot be investigated any further by the fat department. Retaining the patient interface module in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿¿.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called from the ccu stating a cardiosave had stopped working with an error message of ¿internal error¿ on the screen and alarm sounding. Stated they quickly replaced the console with another cardiosave without issue. Customer sated had no alarms or messages prior to this one. Would like the pump repaired. Customer stated they acted quickly and there was not a change in the patient¿s hemodynamic status. There was no patient harm reported.